Event description:
It was reported that the ilet screen was cracked after outdoor activity, and the user subsequently could not access certain menu options while blood glucose control reportedly remained unaffected. Symptoms included no injury and no hypoglycemia or hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting, reinforcement of data sync and shutdown procedures, replacement logistics, and confirmation that the user would complete device setup on the replacement. Investigation of this case revealed a damaged display consistent with physical damage to the device housing, resulting in impaired user interface function without impact to therapy delivery or alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.